Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had a rash. The rash was located on her back and under both breasts. The rash was irritated and discolored, but had no open sores. The patient's physician gave the patient a medication for the rash. Follow-up attempts were unsuccessful. The medical outcome of the rash is known.